Event description:
The customer reported that the n20 monitor was missing segments in the display beats per minute (bpm) window. The patient was not harmed or injured as a result of the event.

Manufacturer narrative:
(B)(4).